Event description:
The pt underwent l4-s1 fusion surgery in 2009. On an unknown date, the pt complained of back pain. No issues were found with the construct on x-ray. The following month, a revision surgery was completed due to pain. The surgeon removed some hardware, performed a laminectomy, decompressed the spine, and left the remainder of the construct intact. Additional information received from the sales representative the following month: the month after the original month, the surgeon was doing a revision surgery on l4-s1 due to pain, approximately one month after the initial surgery. Upon viewing the construct surgically, the surgeon reported that the construct seemed to be intact and was unable to find any specific reason for the pt's back pain. In removing some of the hardware, the surgeon tried to remove a speedlink but the locking screw, would not come out. He removed it by unlocking it from both rods and lifting it out.

Manufacturer narrative:
Device manufacture date is unk. Evaluation is pending.